Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leakage occurred in 3 instances. There was no report of patient impact. The following information was provided by the initial reporter: material #382523 - it was reported that after starting IV on child, they noticed leaking at the catheter end by hub lot# 1133080; 1061875; angiocaths were in the spec care room used to start IV¿s on 3 separate kids ¿ after starting IV on child, they noticed leaking at the catheter end by hub ¿ this occurred w/all 3. All 3 kids had to be restuck.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1133080. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-05-13.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leakage occurred in 3 instances. There was no report of patient impact. The following information was provided by the initial reporter: material #382523 - it was reported that after starting IV on child, they noticed leaking at the catheter end by hub. Lot# 1133080; 1061875; angiocaths were in the spec care room used to start IV¿s on 3 separate kids ¿ after starting IV on child, they noticed leaking at the catheter end by hub ¿ this occurred w/all 3. All 3 kids had to be restuck.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.